Manufacturer narrative:
Review of the device history record for the lot in question confirmed that all parts met manufacturing requirements prior to release. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as the baylis device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. Tortuous anatomy was a contributing factor to the incident. The reported patient complication is an inherent risk in this type of procedure.

Event description:
The versacross rf wire was used for transseptal puncture and anchored in the left atrium (la). The physician attempted to dilate the septum with the versacross transseptal sheath and dilator, followed by an evercross dilation catheter. Pericardial effusion occurred during the septum dilation. Due to the pericardial effusion, the case was aborted. A pericardial tap was performed and the patient was sent to recovery. Tortuous anatomy was a contributing factor to occurrence of the effusion. There is no evidence to suggest that a baylis medical device caused or contributed to the reported incident. However, as baylis medical device were reported to be among the devices used in the procedure, baylis medical has decided to submit this report.